Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 08jul2020.

Event description:
The customer reported that the touchscreen is faulty. The field service engineer (fse) verified the reported problem. The customer reported that the unit was not in use on a patient. The fse replaced the touchscreen to address the reported issue.